Event description:
It was reported that the lead exhibited high impedance. Fluoroscopy revealed externalized conductors. The physician capped and replaced the lead.

Manufacturer narrative:
No medwatch form was received.